Manufacturer narrative:
The device was received for analysis. Returned product consisted of the rotablator rotalink plus and a rotawire inside the device. The rotawire had no tip attached when returned. There were kinks in the rotawire. The advancer and burr units were received attached together as a single unit. The advancer knob was received loosened in a backward position. Inspection of the device presented no damage or irregularities. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. The rotablator system ran and was able to reach optimum speed with no issues. The rotawire was attempted to be removed from the rotablator device and was able to be removed from the advancer but not the burr, due to the kinks and damaged end of the rotawire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-11197. Reportable based on device analysis completed on 16-nov-2016. It was reported that the rotation frequency did not increase. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified first right posterolateral segment. A 1.75mm rotalink¿ plus was selected for use. During preparation, rotation frequency check was performed after set-up with a the operational speed set to 200,000 rpm; however, the rotation frequency only reached 134,000 rpm. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the burr was stuck on the rotawire and the rotawire tip was detached.